Manufacturer narrative:
(B)(4). Batch #m92l7u. The device was received with the upper jaw detached not returned. In addition, the iblade upper tip was broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). New information received. The complaint no longer meets the criteria of a reportable event. Additional information received: was the top jaw broken off of the device (in two pieces)? No the top jaw is separated complete in their union. Was the top jaw damaged but not broken off? The top jaw damaged when it separated in their union. If the tope jaw was broken in two pieces, was the broken piece retrieved? No the top jaw no broken in two piece. Is the broken piece returning with the instrument? Yes, it return the broken piece with the instrument, it is the top jaw damage during use.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested: was the top jaw broken off of the device (in two pieces)? -or- was the top jaw damaged but not broken off? If the tope jaw was broken in two pieces, was the broken piece retrieved? Is the broken piece returning with the instrument?

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the surgeon was sealing a ligament with the device and when changing tone proceeded to advance the blade the blade came out and broke the jaw. Another like device was used to complete the procedure. There were no adverse consequences for the patient.